Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and appeared to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated, rear locked and the anchor visible in the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, then set to the rear lock position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, collagen, suture and tamper tube deployed from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).

Event description:
The user facility reported that during a thrombectomy, the angio-seal 8f artery closure system was used. Implantation was unsuccessful because the anchor remained in the insertion sheath and did not slide out, resulting in the entire system being withdrawn without anchoring. It was difficult to achieve hemostasis and there was significant blood loss in the patient, exceeding 250 cm3. Hemostasis was achieved by manual compression. The procedure was successfully completed, and the patient was transported to the ward in stable condition. Twenty-four hours after the procedure, the patient developed complications in the form of a hematoma. The system was prepared correctly. Before use, angiography was performed. An 8f femoral artery introducer was used to perform the procedure. Arterial access performed under ultrasound guidance. There were no problems with access to the artery, sheath, guidewire or catheter insertion. Additional information was received on 16jan2025: the patient's condition was stable. The patient has no problems with blood clotting and does not take blood-thinning medications. Thrombolytic drugs were not administered during the procedure. An ultrasound was performed to diagnose the hematoma. Manual compression was applied again without surgical evacuation. The hematoma is in the process of being absorbed.

Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.